Event description:
Healthcare professional reported right side exchanged of textured implant, rupture, and silicone migration. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, broken shell, crease flat. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius side due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side exchanged of textured implant, rupture, and silicone migration. The device has been explanted.